Event description:
Pt found with head stuck in front left bed side rail, semi-conscious. Pt revived. Pt was hypoxic, 100% semi-conscious. 3 nurses assisted in manipulating head out of side rail-100% rebreather mask was immediately applied, pt was suctioned and soon became more alert. Vs & pulse have been monitored q10, side rails padded to prevent further incidence. Condition is remedied by retrofit kit.